Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
After both side triathron surgery, patella fracture was confirmed on left. The revision surgery has not been performed at present. When the surgeon measured the thickness of the patella after the resection during surgery, it was 12mm. But it seems that the thickness of the patella is 10.07mm / 8.61mm on the x-rays.

Manufacturer narrative:
An event regarding periprosthetic fracture involving a triathlon patella was reported. The event was confirmed. Method & results: product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. Medical records received and evaluation: rejected for medical review by the clinician ¿ x-ray confirms patella fracture, need operative reports need progress notes, examination of explanted components, and histopathology. Product history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the reported event of patella periprosthetic fracture was confirmed based on the rejected medical review by the clinician. The root cause could not be determined because the device was not returned for evaluation and no medical information such as operative reports or progress notes were provided. Further information such as the device and medical documentation are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
After both side triathlon surgery, patella fracture was confirmed on left. The revision surgery has not been performed at present. When the surgeon measured the thickness of the patella after the resection during surgery, it was 12mm. But it seems that the thickness of the patella is 10.07mm / 8.61mm on the x-rays.